Manufacturer narrative:
(B)(4). Additional device implanted and involved in this event: pah091502/lot12430315 (B)(4). Evaluation summary: the devices were returned to w. L. Gore & associates for investigation. Submitted unfixed were two gore viabahn endoprostheses fragments (pah091502/lot12430315) and two gore viabahn endoprostheses (pah091502/lot12883222 & pah111002/lot12626678). Device fragments had been transected prior to arrival at w. L. Gore & associates. The devices and device fragments arrived in two overlapping configurations: c1: pah091502/lot12883222 and pah091502/lot12430315. C2: pah111002/lot12626678 and pah091502/lot12430315. Wire discontinuities were identified in both configurations. There is a large v-shaped hole in c2. The lumen of c2 was largely occupied by red-brown soft tissue. The distal lumen of c1 contained a thin layer of red-brown soft tissue extending to larger amounts of similar tissue that partially filled the remaining lumen. The abluminal surfaces were generally devoid of tissue except a minimal, multifocal, thin-layer of red-tan,brown to white-tan soft tissue firmly adhered to all endoprostheses. The abluminal surface of the c2 bend also had a circumferential thin layer of tan-brown firmly-adhered soft tissue; wire discontinuities and fragments were observed within the tissue. Histopathological examination of three abluminal and two luminal tissue specimens from c1 and c2 was performed. The luminal tissue removed from c2 was composed of unorganized fibrin thrombus. The luminal tissue removed from c1 partially consisted of unorganized fibrin thrombus deposition and partially consisted of acute thrombus which occurred during the explant procedure; small numbers of macrophages were also present. Abluminal tissue varied from an organizing fibrous capsule with calcification to unorganized fibrin likely representing aneurysmal sac contents. The devices were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all devices and device fragments were examined for material disruptions with the aid of a stereomicroscope. The following wear related disruptions were identified: holes in the graft material, fatigue fractures of the stent frame, abrasion of the graft material, and disruption of the bonding and end tape.

Event description:
On (B)(6) 2014, the patient was treated with gore viabahn endoprostheses (pah111002 and pah091502) to exclude a popliteal aneurysm. Due to gore viabahn endoprosthesis migration, another gore viabahn endoprosthesis (pah091502) was successfully implanted to restore aneurysm exclusion on (B)(6) 2015. On (B)(6) 2016, occlusion of the gore viabahn endoprostheses was diagnosed (diagnostic tool not specified). The devices were explanted on (B)(6) 2016 and a bypass procedure was performed. The patient tolerated the procedure. The devices were explanted on (B)(6) 2016 and a bypass procedure was performed. The patient tolerated the procedure.